Event description:
It was reported that a large volume infusor experienced no flow during infusion of an unknown solution. The reporter stated that after the infusion stopped, the solution appeared to be cloudy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on october 4, 2012 to october 5, 2012. Evaluation summary: the actual device and one companion sample was received for evaluation. The first device was returned without a flow restrictor. The evaluation for the no flow could not be completed due to missing component. Visual inspection of the second device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed and no evidence of flow was observed. Further visual inspection of the glass capillary was performed and revealed crystallized drug blocking the distal end. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.